Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) unit shutdown unexpectedly. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported issue. However, the fse was able to verify fault codes 111, 112 and 118 in the iabp¿s fault log. The fse felt that the faults commonly pointed to the executive processor board. To fix the issue, the fse replaced the executive processor board, ran the unit on a test balloon for over two hours with no shutdown or alarms, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.